Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. The atrial lead exhibited low p wave amplitudes and oversensing of the ventricular signals. Chest x-ray revealed dislodgment of the lead. Repositioning of the lead was unsuccessful and the lead was extracted and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.